Event description:
It was reported the device was used during an unk procedure. It was reported by the affiliate that the clips were malformed (gapped). There was no pt consequence.

Manufacturer narrative:
The results of the investigation conducted by the appropriate engineers and technicians are listed below: visual inspections & results: clip in jaws no, damaged jaws no, damaged feed bar no, damaged handle shrouds no, damaged tip shrouds no, damaged trigger no, damaged tube no, damaged weld seams no. Functional tests & results: antibackup functional n/a, firing: feed conform n/a, firing: form conform n/a, jaws: hold clip n/a, jaws: inside width at tips .216, lockout functional yes, number of clips fed and formed empty. Analysis conclusion: based upon the inquiry info received and the visual examination, no conclusion could be reached as to what may have caused the reported incident. The instrument was returned empty and locked out. No testing could be performed as the instrument was returned empty. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve products.